Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock. The patient was brought in for an interrogation and confirmed shock for oversensing of noise on the right ventricular (rv) lead. Subsequently, the lead was abandoned surgically and replaced. Additional information was received indicating that the cause of noise was never determined however thought to be due to a possible clavicular crush although uncertain as the lead was not explanted. Pacing inhibition did not resulted to greater than 2 seconds of asystole. The lead is not expected to be returned. No additional adverse patient effects were reported.